Event description:
The pump was returned for investigation. Investigation found that the buttons were intermittently responsive with contamination found under the button contacts and the display was dim/discolored. This report is made based on results of investigation completed on 09/26/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The keypad cover was peeling and the button contacts were exposed. The pump powered up to the verify screen with dim/discolored text. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. (B)(6).